Manufacturer narrative:
Correction: b.2.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6)2024 following abdominal pain. Laboratory specimens obtained and tested in the hospital have not been provided to the outpatient clinic as the patient remains hospitalized and results were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to intra-abdominal sources. It was explained the patient has chronic gastrointestinal disease that causes diarrhea and is unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient¿s infection was determined by his nephrologist to be attributed to a transmigration of bowel flora due to chronic intra-abdominal inflammation. The patient was prescribed both intraperitoneal (ip) vancomycin and ip gentamycin (dosages, frequency and duration was not reported) to address the infection. The patient was able to undergo continuous ambulatory pd (capd) utilizing manual exchanges as capd was the preference of renal replacement therapy in the admitting facility. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6)2024 due to the nature and severity of infection and a central vascular catheter was placed in favor of hemodialysis (hd). The patient was able to continue with hd therapy on a hospital provided hd device (unknown brand and model) for renal replacement therapy for the duration of the admission. The patient is recovering from this event as he awaits discharge to a skilled nursing facility. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with no plan to return to pd therapy as of most recent reporting.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain. Laboratory specimens obtained and tested in the hospital have not been provided to the outpatient clinic as the patient remains hospitalized and results were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to intra-abdominal sources. It was explained the patient has chronic gastrointestinal disease that causes diarrhea and is unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient¿s infection was determined by his nephrologist to be attributed to a transmigration of bowel flora due to chronic intra-abdominal inflammation. The patient was prescribed both intraperitoneal (ip) vancomycin and ip gentamycin (dosages, frequency and duration was not reported) to address the infection. The patient was able to undergo continuous ambulatory pd (capd) utilizing manual exchanges as capd was the preference of renal replacement therapy in the admitting facility. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2024 due to the nature and severity of infection and a central vascular catheter was placed in favor of hemodialysis (hd). The patient was able to continue with hd therapy on a hospital provided hd device (unknown brand and model) for renal replacement therapy for the duration of the admission. The patient is recovering from this event as he awaits discharge to a skilled nursing facility. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with no plan to return to pd therapy as of most recent reporting.

Manufacturer narrative:
Correction: h.8.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain. Laboratory specimens obtained and tested in the hospital have not been provided to the outpatient clinic as the patient remains hospitalized and results were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to intra-abdominal sources. It was explained the patient has chronic gastrointestinal disease that causes diarrhea and is unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient¿s infection was determined by his nephrologist to be attributed to a transmigration of bowel flora due to chronic intra-abdominal inflammation. The patient was prescribed both intraperitoneal (ip) vancomycin and ip gentamycin (dosages, frequency and duration was not reported) to address the infection. The patient was able to undergo continuous ambulatory pd (capd) utilizing manual exchanges as capd was the preference of renal replacement therapy in the admitting facility. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2024 due to the nature and severity of infection and a central vascular catheter was placed in favor of hemodialysis (hd). The patient was able to continue with hd therapy on a hospital provided hd device (unknown brand and model) for renal replacement therapy for the duration of the admission. The patient is recovering from this event as he awaits discharge to a skilled nursing facility. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with no plan to return to pd therapy as of most recent reporting.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to intra-abdominal sources involving chronic inflammation as reported by a medical professional. It is well known peritonitis infection may stem from intra-abdominal sources involving inflammation as seen in this case. Though effluent fluid cultures were not provided, a decrease in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain. Laboratory specimens obtained and tested in the hospital have not been provided to the outpatient clinic as the patient remains hospitalized and results were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to intra-abdominal sources. It was explained the patient has chronic gastrointestinal disease that causes diarrhea and is unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient¿s infection was determined by his nephrologist to be attributed to a transmigration of bowel flora due to chronic intra-abdominal inflammation. The patient was prescribed both intraperitoneal (ip) vancomycin and ip gentamycin (dosages, frequency and duration was not reported) to address the infection. The patient was able to undergo continuous ambulatory pd (capd) utilizing manual exchanges as capd was the preference of renal replacement therapy in the admitting facility. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2024 due to the nature and severity of infection and a central vascular catheter was placed in favor of hemodialysis (hd). The patient was able to continue with hd therapy on a hospital provided hd device (unknown brand and model) for renal replacement therapy for the duration of the admission. The patient is recovering from this event as he awaits discharge to a skilled nursing facility. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with no plan to return to pd therapy as of most recent reporting.